Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the investigation results, white foreign material in the a/w cylinder and a/w channel, could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Could not identify the foreign material. Could not conclusively specify the root cause of the foreign material remained in the device. Could not identify the foreign material from the obtained information. According to the image provided by sbc, we could confirm the adhesion/clogging of the material in the a/w cylinder and a/w channel. However, we could not identify the material. However, a definitive root cause could not be established. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿IFU states that detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope.¿. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the air/water cylinder and the air/water tube. There were no reports of patient involvement.